Manufacturer narrative:
(B)(6).

Event description:
It was reported that the blade was lifted. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified artificial blood vessel. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During withdrawal, it was noted that the blade on the proximal part was lifted. The blade was completely removed from the body and procedure was completed with this device. There were no complications and adverse patient effects reported.

Manufacturer narrative:
E1. Initial reporter city- (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. The balloon of the device was visually examined, and no issues were noted that may have potentially contributed to the complaint incident. A visual examination of the returned device identified that 10mm of blade was detached from the balloon material. All other blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual examination found no issue with the marker bands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device.

Event description:
It was reported that the blade was lifted. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified artificial blood vessel. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During withdrawal, it was noted that the blade on the proximal part was lifted. The blade was completely removed from the body and procedure was completed with this device. There were no complications and adverse patient effects reported.